Manufacturer narrative:
H10. These devices are used for treatment not diagnosis. Pending investigation.

Event description:
It was reported via legal documentation from germany that a patient was implanted with a hip prosthesis on (B)(6) 2017. It is reported that the patient received a letter from the hospital stating that the device implanted was "defective". The patient complains of pain and suffering. There is no device information provided. No patient or medical information provided. There is no other information provided.

Manufacturer narrative:
H10. H3. Investigation results- based on the available information, the patient involved was implanted with a gxl acetabular liner. Due to insufficient information is unknown if they meet the following risk criteria for early prosthesis wear/osteolysis. However, prosthesis wear, osteolysis, or other failure of the device cannot be confirmed from the reported information and the patient is not reported to have undergone a revision surgery. These devices are used for treatment not diagnosis. There is no other information available.